Manufacturer narrative:
(B)(4). Investigation of the event noted the use of a rescue screw, suggesting the removal of a screw initially placed. Removal of the screw may have caused separation of the locking washer; the washer may not have been noticed during intraoperative fluoroscopy. The reason for the removal is unk. Based on the radiograph, all screws appear to be intact and appropriately locked. The fragment remains in situ and has not been clearly identified as a screw washer. Revision surgery has reportedly not occurred and no evaluation of the product has been performed. Root cause of the reported event is unk. Should the product be explanted and returned, investigation of the event will resume and any relevant information will be provided in a subsequent report. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
A helix-t construct was implanted at the c5-c7 spine levels on (B)(6) 2011. Follow-up radiographs at an unk time depicted an apparent metal fragment approximately 1 centimeter below the inferior border of the plate near the c7 vertebral body. The fragment was reportedly no observed at the time of surgery.